Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump resulting in pump shutting down. The customer's blood glucose (bg) level was 498 mg/dl; with ketones that were identified as dangerous by a healthcare provider. Customer required assistance from their school nurse and was administered a manual dose injection. The customer reverted to an alternate method of insulin therapy.